Manufacturer narrative:
Per the t:slim user guide: it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time and date setting were changing without the customer changing anything. The customer's blood glucose (bg) level was fluctuating (50s-upper 300s mg/dl) with a moderate level of ketones. The high bg would be treated with insulin and the low bg with glucagon tablets. Tandem technical support reviewed the pump data and found that the pump time and date were manually changed back on (B)(6) 2017 and again on (B)(6) 2017. The contact confirmed that the time and date were inadvertently set incorrectly and must have set the time 11 hours behind instead of 1 hour on (B)(6) 2017. The contact confirmed that the pump was functioning as expected and that the time/date setting error was not discovered until the end of may.